Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph confirmed that a leak had occurred. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor filled with fluorouracil had leaked. Thus event occurred before use of the device. There was no patient involvement. No additional information is available.